Manufacturer narrative:
The company service rep examined the system and replaced the fluidic module. A sample is expected to return for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported a system message displayed and water was observed leaking from the bottom of the cassette following completion of a procedure. There was no patient injury or harm reported.